Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece with the helix clogged with blood/tissue. Xray examination showed the inner coil at the connector region was over-torqued consistent with procedural damage. After cleaning, the helix could be fully extended and retracted. The full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead. During the procedure, it was noted that the lead dislodged multiple times. Chest x-ray was performed to confirm lead dislodgement. The procedure was completed successfully with a replacement lead. The patient was in stable condition. Additional information was requested, but not received.